Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: this report is for an unk - plates: distal radius /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Occupation: reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Investigation summary: the complaint device was not received for investigation. An investigation was performed based on the images . The image was reviewed, and the complaint condition cannot be confirmed. There is no damage visible to the implanted screws in the radiographs provided. There was no lot number provided, therefore a manufacturing record evaluation cannot be performed. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history review: there was no lot number provided, therefore a manufacturing record evaluation cannot be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent for a removal surgery of a distal radius hardware. It was unsure that there is no information about the impacted product. The implantation of the implant in the patient occurred in 1981. There will be a removal of a hardware from a distal radius that was implanted in 1981. There was a surgery schedule for (B)(6) 2021. It was unknown if the surgery completed or not. The patient outcome also unknown. This complaint involves unknown number of devices. This report is for (1) unk - screws: locking. This report is 2 of 2 for (B)(4).